Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 409 mg/dl at the time of incident and the current blood glucose of the patient is 287 mg/dl. The customer experienced symptoms such as thirsty. The customer was treated with manual injection. The customer state that drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will be returned for analysis.